Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump display was illuminated but did not show any text. The customer was unable to activate the usual pump display until the pump was plugged into a power source. Additionally, when the pump was plugged into the power source, a power source alert appeared on the pump screen. Reportedly, the customer cleared the power source alert and the pump began to charge successfully with no further issues. Blood glucose was 215 mg/dl.